Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure. The femoral head impactor tip was not returned with the device. The components that were returned do not show any breakage. The device shows signs of significant wear and use. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. The contribution of the device to the reported event could not be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Misassembling after reprocessing or rough handling are potential factors that may have contributed to the reported event. Additionally we recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during inspection, a femoral head impactor was found broke in the autoclave. As this was noticed in a non-surgical environment, there was no patient involved.

Manufacturer narrative:
Internal complaint reference: (B)(4).